Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the nurse has informed me that they fired the stapler in normal conditions (she did not know the colorectal procedure) and it became jammed. They could not open the jaws to remove the device. They had to open another device to cut either side of the jammed echelon.

Manufacturer narrative:
Product complaint #: (B)(4). Batch number: p58f77. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr45b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.